Manufacturer narrative:
Claim # (B)(4).

Event description:
The patient reported that he had visian toric implantable collamer lens implanted 2 weeks ago and has very blurry and double vision. The patient reported the cause was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.